Event description:
It was reported that the latch/lock was unresponsive. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to 6/12/2025. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal and buckling upstream occlusion seal (uso). Functional and visual tests were done, but the reported issue could not be duplicated. Th downstream occlusion seal and upstream occlusion seal were replaced. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.